Manufacturer narrative:
Pump passed displacement test and self test. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Moisture damage found on pcb 1. (B)(4).

Event description:
Information received by medtronic indicated that the crack on back of the insulin pump. The customer stated that the fluid or moisture on the screen. No harm requiring medical intervention was reported. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.